Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to dso sensor and the most probable cause for the air bubbles in tubing was unknown, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(6).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable. The patient silenced the pump, reviewed the settings and powered the pump off. The patient closed the clamp, removed the cassette, gently tapped the cassette, and massaged the tubing to disperse air bubbles in the line. The patient replaced the cassette and powered the pump on and the alarm persisted. Troubleshooting was repeated but the alarm persisted. Pump was powered off and they were advised to go to the clinic for assistance. Patient was not affected. No patient injury reported.